Manufacturer narrative:
Zimvie complaint number (B)(4). D4: unique identifier (UDI) number: not available.

Event description:
It was reported the locator fractured at the threaded part. No impact on the patient was reported and screw was removed from the implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The complaint report was received, reviewed, and evaluated by the manufacturer's complaint process. As part of each product experience investigation, the manufacturer performs an analysis to determine the root cause of the reported problem. Depending upon the information provided, a true root-cause may or may not be determined. In these cases, the most-likely cause of the reported issue would be determined. Other known issues that are inherent to business operations, typically ones that are related to shipping, handling, customer service, or other, are internally tracked and continually trended for unusual increases. As a result of the above investigation, the manufacturer has concluded the following as the root-cause or most likely root-cause of the reported product experience condition: root-cause or most likely root-cause cannot be determined based upon the information provided. The reported product experience condition cannot be verified. No manufacturing event was confirmed; event is tracked and trended with no further actions taken at this time. No physical evaluation can be performed as the product was not returned to the manufacturer. The carrier shipment was lost in transit. Therefore a product inspection could not be performed. The investigation will be re-opened if new information becomes avaliable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G6: type of report. H2: follow up type. H4: device manufacture date: corrected. H10: additional narrative.

Manufacturer narrative:
Zimvie complaint number has been corrected: (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G6: type of report. H2: follow up type. H10: additional narrative.

Event description:
No further event information is available at the time of this report.